Manufacturer narrative:
Correction: this correction MDR is to address missing information in section h6, evaluation codes reported in the initial submission. Method, was left blank and should have been 4118. Results, was left blank and should have been 3233. Additional information: we have subsequently received the investigation results for the following serial numbers. (B)(6). Breakdown of 2 investigations with respective serial numbers are as follows: (B)(6) lens cut, haptic damaged, (B)(6) no product returned. The investigation concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: breakdown of 2 events is as follows: lens damaged 1, haptic damaged 1. Serial number of the suspect product: (B)(4): 1, (B)(4): 1. 0 investigations were completed, and 2 investigations are pending from this period. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
This report summarizes <noe> 2 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.